Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer could smell insulin while wearing the pump. Supplies were checked and no leak or damage was confirmed. Customer's blood glucose level was 150 mg/dl.